Event description:
It was reported that the external pulse generator was in need of calibration. The generator was returned for service. No patient c omplications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was in need of calibration. The generator was returned for service. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis did not confirm the customer comment that the unit was in need of calibration. Analysis did find that the upper and lower cases, one side bail cover and the ring cover were broken, that the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent and the battery drawer o-ring was missing. All found defective parts were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.